Event description:
It was reported that a pump "thinks its door is open all the time and will not stop alarming door open." It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.